Event description:
Edwards learned of a pericardial valve explant due to aortic stenosis after an implant duration of approximately 2 years. It was reported that a competitors valve was implanted and the patient was stable.

Manufacturer narrative:
Device evaluation summary - as received, all three leaflets were cut from the valve. Three leaflet pieces were returned and appeared to match up to the cut areas on the device. Heavy calcification was observed in the cusp area of leaflets 1 and 3, moderate calcification was observed on the cusp area of leaflet 2. Free margins of all three leaflets exhibited heavy calcification. Incidental findings: host tissue was minimal at the stent inflow. The x-ray demonstrated commissure 1 wireform distorted. Commissure 2 wireform and wireform near leaflet 2 was exposed on the outflow aspect. Approximately 90% of the wireform was exposed on the inflow aspect. These damage are most likely due to explant or implant. The reported device was received and evaluated at edwards. The reported stenosis was confirmed as secondary to calcification of the valve leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.